Event description:
The complainant reports an under delivery. The rate was set at 70ml/hr to be delivered over a period of 12 hrs. Per the reporter, the pt received less than 1 can of product.

Manufacturer narrative:
(B) (4). (B) (4)